Event description:
The other stent-catheter sheath broke off from the handle.

Manufacturer narrative:
Analysis of the device found the sheath separated from the manifold hub. In addition, 7cm of the stent was still contained within the outer sheath. The status of the remaining stent segment is unknown when after multiple attempts to capture further info.